Event description:
Patient reported that implantable neurostimulator (ins) heated up inside patient's body sometimes. Patient had been asked to report this to doctor. Patient recently had dental x-rays but was unsure of the source of the issue. Caller didn't know when heating of ins started. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.